Manufacturer narrative:
Section d4: additional information section h4: additional information manufacturer's investigation conclusion: the report of separation of the distal end driveline bend relief from the metal connector requiring a clamshell repair was confirmed through an onsite evaluation performed by a technical service representative. On (B)(6) 2019, an abbott technical services representative successfully performed the clamshell repair. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #(B)(4) the hmii lvas IFU and patient handbook provide information on how to care for the driveline. Furthermore, these documents address damage due to wear and fatigue of the driveline as well as the how to respond to such events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a clamshell repair was requested no additional information was reported.